Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that system was unable to enter MRI mode. Lead diagnostics showed the lead had two contacts with high impedances. Troubleshooting was attempted to no avail. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.